Event description:
It was reported that the blue slide clamp of an administration set was stuck in the channel of a colleague pump and could not be removed. This occurred after therapy was completed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned; however, a photograph was provided for evaluation. Photographic inspection revealed a damaged blue slide clamp. The cause of the damaged slide clamp could not be determined. Should additional relevant information become available, a supplemental report will be submitted.